Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the right atrial (ra) lead was dislodged. The dislodgment was confirmed at post-operative check with an x-ray. A lead revision was done, and the lead remain in use. No patient complications have been reported as a result of this event.